Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with the medstation icu5-north half height cubie drawer not being detected on the bus, despite all lights on the interface board being illuminated properly, was resolved by shutting down the station and cleaning the electronics drawer and around the comm sled & power supply, removing debris from the bottom edge of the back panel. A field service engineer reseated the bus cable and replaced the drawer controller board checking all cables for physical damage. The system functioned as intended after the field service engineer repaired the device.